Event description:
The customer obtained non-reproducible, higher than expected vitros crbm quality control results (biorad lot 40792 result = 12.22 ug/ml vs. Expected result = 8.78 ug/ml; biorad lot 40793 result = 19.57 ug/ml vs. Expected result = 13.4 ug/ml) while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. There was no report that patient samples were affected. However, crbm patient results were reported during the timeframe of this event, and there is no indication that results were questioned by a physician. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc (B)(4).

Manufacturer narrative:
The investigation confirmed that non-reproducible, higher than expected vitros crbm quality control results were obtained while using the vitros 5600 analyzer. Patient samples were not reported to have been affected or questioned by a physician. An ocd field engineer performed service actions to multiple analyzer subsystems. Following these service actions, acceptable vitros crbm performance was observed. The root cause of this event is instrument related. There was no evidence to suggest a malfunction of the vitros crbm reagent.